Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". This involved 16 units. No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". This involved 16 units. No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.

Manufacturer narrative:
(B)(4). The customer returned 16 units of 528235 visistat 35w 6/box for investigation. The returned units were unopened samples in original packaging. The packaging of the returned units were observed to be damaged , with cracking near the tip of the devices where the staples are ejected. The sterile barriers of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A CAPA was opened to further address this issue. Teleflex will continue to monitor and trend on complaints of this nature.